Event description:
It was reported that the lesion was located in the mid lad. One endeavor rx stent was implanted (2.75 x 30mm). Patient had been hospitalized because of acute pulmonary edema on two days post stent implant. Three days post stent implant, the patient suffered an acute non-stemi. The investigator indicated that it was non determinable as to whether the event was related to the study stent. Asymptomatic at 30 day follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of information.